Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 31-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve in a patient with tortuous and calcified anatomy, the patient became unable to speak and a "major" stroke was noted. Per the physician, the procedure, the delivery catheter system, and the patient's calcified anatomy contributed to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h6 - annex a code corrected from a150203 to a150205 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the patient had a very hostile calcified anatomy and a porcelain aorta. As the physician tried to cross the aortic arch, they felt resistance. The physician, backed away to adjust the guidewire and tried again but was unsuccessful. Both advancement attempts were stopped when met with resistance. An additional advance attempt was made by rotating the delivery catheter system (dcs) in the descending aorta before attempting the third attempt. The valve was stuck again and the physician discussed changing out to a different guidewire or potentially using a snare. The physician in operator one position decided to push, and the valve was advanced across the aortic arch. There was a tension release on the dcs as it jumped across. The physician believed that at that point, the stroke occurred.

Manufacturer narrative:
Updated fields: b2 b5 d4 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's ischemia did not resolve. The patient had a permanent loss of movement in the arm and inability to speak. Five days after onset of stroke, the patient passed away. Per the physician, the dcs caused the stroke while the valve, procedure and patient's calcified anatomy were contributing factors.